Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
The type of reportable event is a serious injury.

Event description:
Additional information received reported that the patient's pump was explanted. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported that their doctor told him the ¿pump was recalled and they shut it off in 2011" the pump was turned off and was currently empty. Specific patient symptoms, drugs in the pump and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-jun-2018 from the patient who reported that his pump was removed in november of 2011 because it was not working. Per the patient, there was a recall on the pump when it was implanted and his pump did not work. No patient symptoms were reported. No further complications were reported/anticipated.